Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies (B)(4) on the (B)(6) 2015. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2016 and that it had performed to specification up to the (B)(6) 2017. The device was tested on the calibrated defibrillator analyser using the returned pad-pak and the device delivered a test shock without fault. A test pedi-pak was inserted into the device and an adult patient prompt was given which confirms the fault. The device was then disassembled to investigate and the fault was traced to a faulty reed switch. The investigation has shown that, even with a reed switch failure, the device would have still been capable of delivering therapy.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device does not recognize pediatric-pak.